Manufacturer narrative:
This report is being supplemented to provide additional information received from the customer (noted in b5). Olympus will continue to monitor field performance for this device.

Event description:
The event did not occur during a procedure.

Event description:
It was reported to olympus, that the evis exera iii bronchovideoscope had image loss on retroflex. There were no reports of patient harm associated with the event.

Manufacturer narrative:
The device was returned for evaluation and the customer¿s allegation was confirmed. The scope had flickering and distorted image when the bending section was angulated. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the charge-coupled device unit was broken while the user was handling the device which led to the occurrence of the suggested event. User may detect the suggested event by handling the device in accordance with the following instructions for use (IFU) "inspection of the endoscopic image". Olympus will continue to monitor field performance for this device.